Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited low out of range pacing impedance measurements of less than 200 ohms. A revision procedure was performed. Upon opening the pocket, insulation damage was seen on the ra lead. The lead was tested with a pacing system analyzer (psa) and yielded the same low out of range impedance measurements. Subsequently the lead was surgically abandoned. No additional adverse patient effects were reported.